Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe ls had foreign matter inside.

Event description:
It was reported that bd syringe ls had foreign matter inside.

Manufacturer narrative:
One photo was received for investigation. Observed several black particles inside the syringe barrel and unit packaging. Observed several holes on the bottom web. The black particles which observed from the photo could be due to pest infestation. The particles could have been brought into the package when the pest bit the bottom web to enter the packaging. Pest control report for the month of (B)(6) 2017 had been reviewed and there is no sign of pest infestation at our manufacturing facilities. The nonconformance occurred out of the manufacturing facility. DHR review shows no similar nonconformance was detected during in-process and outgoing inspection. No quality notification was raised for similar nonconformance during the production of the reported batch.